Event description:
The user reported that the venous sensor fell apart during a case. The sensor was snapped back together, but would not hold. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.